Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/29/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the buttocks on (B)(6) 2016. Reaction was described as bright red, itchy, painful and containing blisters. Patient's mother reported that once the sensor was removed, the area was yellow and crusty. Reaction was located on the right side of the patient's buttocks. On (B)(6) 2016, the patient was taken to their primary doctor, who referred the patient to a dermatologist. Dermatologist prescribed the patient two topical products, a steroid ointment and a gel to apply prior to attaching the adhesive. The affected area was treated with the prescribed ointment and gel. At the time of contact, the patient was in good condition. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.